Event description:
The reporter stated that at the time the device was being primed, leaking was observed at the site of the side while stopcock. The device was never connected to the patient's ventriculostomy.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.